Event description:
It was reported that an ilet user with a newly placed dexcom g7 sensor received continuous low glucose readings around 45 mg/dl after a usual dinner announcement despite eating fewer carbohydrates than typical, leading to suspected incorrect meal size entry and potential continuous glucose monitor (cgm) inaccuracy. The user treated with oral carbohydrates and lacked a fingerstick meter for confirmation. Symptoms included hypoglycemia, though the user denied feeling unwell. Outcomes included minor injury with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to meal announcement sizing, and user interface involvement. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.